Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus of 5 units. Reportedly, the customer did not recall delivering the bolus request. Blood glucose was 200 mg/dl. Although requested, the customer declined to perform troubleshooting and declined to upload the pump data logs for a review of the reported issue to be performed by tandem technical support.